Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open wound underneath one of the back therapy electrodes of the lifevest. The patient reported applying (B)(6) to the affected. Several follow-up attempts were unsuccessful and the outcome of the condition is unknown.